Event description:
It was reported that patient underwent total hip arthroplasty in 2007. Subsequently, the patient was revised on (B)(6), 2011, due to pain and squeaking in the hip. During the procedure, the surgeon's attempts to disengage the taper adapter from the femoral stem were unsuccessful. The taper adapter was cut from the stem using a competitor's instrument.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "postoperative bone fracture and pain." This is MDR four of four (1825034-2011-00634 through 00637) for this event. This report submitted (B)(4), 2011.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(4), 2011, with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number, and event. This report submitted (B)(4), 2011. (B)(4)